Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.1 was not working. When the user was attempting to retrieve medications from drawer, the cubie was failed to open and shown message that " open drawer". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was not functioning properly; it opened but did not register as open in the system. A field service engineer realigned the ball bearings on the slide railings, installed a new slide bumper, and correctly adjusted the position sensor for half height drawer 3.1. The failed drawer was recovered, and the medical prescription was successfully retrieved. The drawer became fully operational, opening and closing smoothly. The hardware test application was executed, and all drawers in the medstation were accessed without issue. Several drawer front panels were tightened, medications were recovered from between cubie pockets, and all drawers were verified to open and close properly. Preventative maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.1 was not working. When the user was attempting to retrieve medications from drawer, the cubie was failed to open and shown message that " open drawer". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.